Event description:
It was reported that during the implant procedure, the patient developed a hematoma around the implant site. The patient was admitted for inpatient rehabilitation for about one week and the implant site was re-evaluated and found to be stable. The patient was later discharged in stable condition.

Manufacturer narrative:
(B)(6).